Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, when advancing the lens in the cartridge it was noticed that haptic was not advancing properly, instead of being in the curved state advanced in an l shaped manner with complete straightening of the haptic. The lens remained in the delivery system. In the surgeons opinion the lens was not loaded properly in the pre-load and the other possibility was the lens getting stuck in the cartridge. There was patient contact and the surgery was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).